Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited loss of capture two days after implant. At follow up high impedance was noted. The lead was explanted and replaced. After removing the lead, it took multiple rotations to put the screw outside the lead and multiple rotations to put the screw back. During the rotations the physician could feel that there was a loose wire inside the lead body that was giving some resistance to the rotation. No patient complications have been reported as a result of this event.